Event description:
Patient, implanted (B)(6) 2020, presented with fluid around the ipg chest incision site. Physician aspirated the site in the or and prescribed antibiotics.

Event description:
Patient presented back to the physician with continued infection and the sensing lead protruding from incision site. Physician brought the patient into surgery and removed the inspire system. This resolved the issue.